Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05832, 2015691-2025-05910, 2015691-2025-05967. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Valve and commander protruding through strain relief and one bent strut outwards at inflow side at crimped valve. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as resistance was felt during delivery system insertion through sheath (as reported: ''the physician felt a very hard resistance and push force during forwarding the valve through the esheath''). Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was case of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, significant resistance was encountered while advancing the delivery system through the esheath, and the system became lodged. All devices were subsequently removed as a single unit. Upon removal, one valve strut was observed protruding from the esheath. To proceed, a second valve kit was utilized, and the procedure continued without further complication. However, following valve deployment, a femoral artery injury was identified. A surgical cut-down was performed, and the vessel was successfully repaired. The patient exited the operating room in stable condition.

Manufacturer narrative:
Reference no. (B)(4). Although the procedure site could not definitively confirm that the injury was caused by the bent strut of the first s3u valve protruding through the initial esheath during withdrawal, it is likely that the bent strut was a contributing factor. This may have been exacerbated by the insertion of a second sheath and associated devices through the artery. As contributory damage from the second sheath cannot be ruled out, the event will be reported conservatively as potentially contributory to the injury. The investigation is ongoing.